Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a skin overgrowth at the implant site. The site was injected with steroids (kencort, date not reported). The treatment was successful. The implanted device remains.